Manufacturer narrative:
Software issue.

Event description:
The customer reported the pleth waveform has gone flatline again however the spo2 value is still showing and is correct. No adverse event involving a patient or user was reported by the customer.